Event description:
Bilateral breast implant surgery in progress. Left armboard fell off immediately after bed placed in back up position. Arm slipped out of protective towel/gauze cover. Arm supported immediately by surgeon and then rn. Armboard examined and replaced and arm repositioned. Proper armboard confirmed for the amsco bed in use. Manufacturer response for surgery table armboard, amsco armboard (per site reporter): no response as of this report.